Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced a blood glucose between 300 and 500 mg/dl associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was noted that the basal delivery totals in the total daily dose did not match. It was known that there was a cartridge change. The reporter also mentioned that there was an issue with the advanced bolus calculations and how they did not match. This report is being reported because the patient experienced hyperglycemia associated with an alleged inaccurate delivery issue.